Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1522506) were tested with control solution instead. All results were within the range specification and no errors were observed. In addition, complaint data analysis has been reviewed for the meter and test strips. Review of the meter and test strips shows no adverse trends have been identified. The complaint is not confirmed.

Manufacturer narrative:
This is a final report. The meter was returned and an investigation utilizing the returned meter and retained test strips (lot no. 15098812) has determined the complaints were not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that on (B)(6) 2016 at 10:07 am the customer was "experiencing a bad problem on his thigh", and she checked his blood sugar with his adc blood glucose meter and received a reading of 36 mg/dl that was low for him. The customer's wife gave him 3 tablespoons of sugar in water and 2 glucose tablets, and called 911. She attempted to perform a re-test prior to 911 arriving, but stated the meter "wouldn't read". Paramedics arrived and transported the customer to the hospital, where his blood glucose was reportedly measured at 18 mg/dl at 2:30pm. The customer was treated with intravenous dextrose, and a reading of 136 mg/dl was obtained at 3:00pm. However, the customer's blood glucose levels began to decline around 4:30 pm, and he was consequently hospitalized for 5 days in order to stabilize his condition. The customer was discharged to home on (B)(6) 2016 to continue with his regular insulin medications (lantus, humulin r and novolog, dosages not specified). There was no report of death or permanent injury associated with this event.